Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm a33 alarm due to motor error alarm. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 240 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. The customer stated that the device was bumped all the time. The customer stated that the drive support cap is protruded. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer decline d additional because he don't to waste any more insulin.